Event description:
It was reported that the pt suffered muscular pains immediately after the biopsy. It was alleged, the pt had muscular edema, without bleeding or any injury to the liver, which resulted in the pt being hospitalized for a few days for the administration of drugs to control pain.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has been returned and the investigation is underway.